Manufacturer narrative:
The customer was unable to provide ECG strips or tracings of the event. Therefore, no historical waveform data is available for analysis. Engineering review of the device logs confirms that the device did not provide a crisis alarm near the time of the event (09:43 am). Various factors, including beat morphology, rate, and noise levels, can affect which alarm conditions are able to be asserted by the device. Without a review of waveform data, it is not possible to make an assessment of the device performance. The log files contain info suggesting that some degree of artifact was present on the waveform near the time of the reported event. However, the issue cannot be investigated further without historical waveform data.

Event description:
The customer reported that a paced pt had a cardiac ventricular fibrillation event that was not announced visually of audibly at the central station, before or after the internal defibrillator provided treatment to the pt. The pt was found beside the bed. The pt underwent ablation and has since been discharged from the hospital.